Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed pump error alarms and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. No unexpected power error alarms, or low battery alarms noted during testing. Insulin pump passed the displacement test. Pump error alarmed during self-test and confirmed in insulin pump history file due to a broken trace at keypad assembly. Insulin pump was received with scratched case, cracked select button keypad overlay, broken belt clip rails, texture damage keypad overlay, fading serial number label, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the issue still persists. They had called back within one week of troubleshooting. The customer's blood glucose was unknown. The insulin pump was returned for analysis.